Event description:
A nurse reported a unit not working correctly during a cataract with intraocular lens implant procedure. The pt developed corneal edema during sculpting mode. The procedure was completed with no pt harm reported. Add'l info has been requested, but has not been rec'd to date.

Manufacturer narrative:
The company rep examined the system and was unable to confirm the reported event. No problems were found. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log did not reveal any system messages that might indicate the occurrence of the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).